Manufacturer narrative:
(B)(4). Date sent: 12/15/2020. D4: batch # t5dy56. H6: component code = mechanical (g04). Device analysis: the analysis results found that the cdh33a device arrived in the open position and with staples present. The breakaway washer was present and uncut. No functional test could be performed, as the adjusting road was noted to be damaged not allowing the device to open or close. The device was disassembled to verify the condition of the internal components and the knob-rotating pin and the adjusting rod were damaged to be broken not allowing the device to work as intended. The damaged on the knob-rotating pin and the adjusting rod have been correlated to the manufacturing process. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: where within the gap setting scale was the orange indicator prior to firing? No. Further information is available. What confirmation was received that the device was fully fired? No further information is available. Did the device staple? No further information is available. Was the staple line complete? No further information is available. Were there any staples missing from the staple line? No further information is available. What was the shape of the staples (b-formation, irregular, legs straight)? No further information is available. Were the staples deployed into the tissue? No further information is available. Were the staples seen in the surgical field? No further information is available. Did the device cut? No further information is available. Was the cut line fully circumferential around the target tissue? No further information is available. If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? No further information is available. How was it confirmed that the anvil was free from the tissue prior to removing? No further information is available. After firing was the adjusting knob turned ? To ? Revolutions? No further information is available. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No further information is available. Device follow up please provide the status of the device as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. We regularly contact with sale rep about the device returning. No further information will be provided."

Event description:
It was reported that before an open anterior resection, the anvil did not work properly at the 1st firing on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.